Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported while wearing an adc device and the customer experienced an infection at the sensor site. The customer had contact with a healthcare professional (hcp) and it was indicated that the hcp opened and drained the abscess. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (device expiry date) & h4 (device mfg date) have been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. No issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported while wearing an adc device and the customer experienced an infection at the sensor site. The customer had contact with a healthcare professional (hcp) and it was indicated that the hcp opened and drained the abscess. No further treatment was reported. There was no report of death or permanent injury associated with this event.